Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer believes the pump entered 494 mg/dl into the bolus menu without user interaction. Subsequently, the pump calculated a correction bolus of 4.88 units and delivered only 2.28 units before it was stopped. Customer's blood glucose was not impacted. Multiple attempts were made by tandem technical support to review pump data logs with the customer; however, all were unsuccessful.

Manufacturer narrative:
Tandem quality engineering evaluated pump data and concluded the following: a review of the pump logs on (B)(6)2019 shows the pump wake button was pressed and the pump screen was unlocked by the user with no out-of-bounds presses at 3:58 pm on (B)(6)2019. Blood glucose (bg) of 494 mg/dl was then entered into the bolus screen. Target bg was set to 120 mg/dl, correction factor was set to 50 (mg/dl)/unit, and there were approximately 2.6 units of insulin on board (iob), resulting in an appropriate correction bolus calculation of 4.88 units. The user confirmed the bolus request, thus locking the pump screen, and bolus delivery was initiated. At 4:00 pm, an occlusion alarm was declared, stopping all deliveries after only 2.28 units of the requested bolus had been delivered. Immediately following, user pressed the wake button and unlocked the pump screen. User resumed basal insulin delivery without requesting the remainder of the bolus at 4:01 pm. User then returned to the pump home screen and pressed the pump wake button to lock the screen. Complaint could not be confirmed. Review of the pump logs shows the bolus in question was requested by the user following the appropriate entries and confirmations. There is no evidence in the logs that unintended insulin was delivered.